Manufacturer narrative:
If explanted, give date: not applicable as there is no indication that the lens was explanted. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of the intraocular lens (model pcb00 +25.5 diopter), the trailing haptic was stuck between the cartridge and the plunger. The lens was released using a mcpherson forceps. No patient injury and no wound enlargement. The account commented that this was a delicate eye. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
In review of the file, it was noted that the initial MDR was sent in error. The customer's reported complaint is not a reportable malfunction as initially indicated. No further information will be provided under this manufacturing report number. Device available for evaluation? Yes. Returned to manufacturer on: 08/24/2018. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection under the microscope showed residue of viscoelastic material on the cartridge. The intraocular lens (iol) was not returned. No damage was observed on the cartridge. No assembly error and/or defect were observed in the preloaded device related to the manufacturing process. The condition of the returned sample was consistent with a product that was handled and prepared for a surgical process. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.